Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 7 states, "undesirable shortening of limb." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02773 / 03979).

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Legal counsel further reports that patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain. A review of invoice history confirmed both surgery dates and suggests the acetabular cup, modular head and taper adapter were replaced with competitor acetabular components and a biomet ceramic head. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2015 due to due to pain, leg length discrepancy, difficulty mobilizing, loosening of acetabular cup, acetabular osteolytic defect, pseudotumor, and posterior column fracture. Operative report further noted a pseudotumor, defect anteriorly along greater trochanter, anterior capsular defect, thin anterior cortex at anterior acetabular wall, loose cup, acetabular protrusio, a 3cm medial acetabular defect, acetabular cyst, fragmented superior acetabulum, and metallosis during the revision procedure.